Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no adverse impact to the customer's blood glucose. Reportedly, the customer does not have back up therapy.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.